Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a request of an event review was sent to technical services (ts) when it comes to this device, as the event was recognized in the fast zone with capacitors charging. A review by technical services (ts) noted that the device recorded an untreated episode due to high deflection noise in the primary vector resulting in inappropriate shock. This was the first episode recorded since the system was implanted. Ts discussed performing a high resolution x-ray of the system. Ts also discussed performing additional movement tests to evaluate the suitability of myopotential oversensing. Ts noted that if the secondary vector does not show eligible sensing qualities to be programmed, further troubleshooting would be needed. Additional information noted that this patient once again received an inappropriate shock and upon system interrogation noise morphology correlated to a sense b node issue. Ts confirmed this was likely the case and the physician noted that the secondary vector was nota valid sensing vector, thus a system revision was planned. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a review of an event review was sent to technical services (ts) when it comes to this device, as the event was recognized in the fast zone with capacitors charging. A review by technical services (ts) noted that the device recorded an untreated episode due to high deflection noise in the primary vector resulting in inappropriate shock. This was the first episode recorded since the system was implanted. Ts discussed performing a high resolution x-ray of the system. Ts also discussed performing additional movement tests to evaluate the suitability of myopotential oversensing. Ts noted that if the secondary vector does not show eligible sensing qualities to be programmed, further troubleshooting would be needed. Additional information noted that this patient once again received an inappropriate shock and upon system interrogation noise morphology correlated to a sense b node issue. Ts confirmed this was likely the case and the physician noted that the secondary vector was nota valid sensing vector, thus a system revision was planned. The device and electrode were subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a review of an event review was sent to technical services (ts) when it comes to this device, as the event was recognized in the fast zone with capacitors charging. A review by technical services (ts) noted that the device recorded an untreated episode due to high deflection noise in the primary vector resulting in inappropriate shock. This was the first episode recorded since the system was implanted. Ts discussed performing a high resolution x-ray of the system. Ts also discussed performing additional movement tests to evaluate the suitability of myopotential oversensing. Ts noted that if the secondary vector does not show eligible sensing qualities to be programmed, further troubleshooting would be needed. The device remains implanted. No adverse patient effects were reported.